Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The head of dilator detached from the base during a ptca procedure.

Manufacturer narrative:
The head of dilator detached from the base during a ptca procedure. No other information has been provided, the device was returned for analysis. One non sterile 6fr sheath introducer and a 6fr vessel dilator were received inside a plastic bag. The vessel dilator hub was received separated near to the fusion point. The returned unit does not present any evidence of a weak fusion. The fusion point was received in normal conditions. Additionally the separation was after the hub/vessel dilator fusion, this means that if the fusion was weak the separation point would be at the fusion point. The hub separation reported by the customer was confirmed during analysis since the hub was received detached from the vessel dilator. The cause of the separation could not be determined during analysis. During the manufacturing process of the vessel dilator there are no tools or process capable to apply a force to the vessel dilator that can cause a separation on the fusion between hub/dilator. Controls are in place to prevent this type of failure from leaving the facility. The reported customer complaint of dilator hub detached was confirmed as the device was received in that condition. With the very limited information provide the exact cause for the failure could not be determined. There are procedural factors that can contribute to this type of failure such as using the dilator without the sheath when difficulty is encountered gaining access in a calcified and/or tortuous vessel. There is no indication in the analysis to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
One non sterile 6fr sheath introducer and a 6fr vessel dilator were received inside a plastic bag. The vessel dilator hub was received separated. The separation point looks elongated. The separation is after the fusion point. No anomalies were found on the sheath introducer. The hub separation reported by the customer was confirmed during analysis since the hub was received detached from the vessel dilator. The cause of the separation could not be determined during analysis. During the manufacturing process of the vessel dilator, there are no tools or process capable to apply a force to the vessel dilator that can cause an elongation. Controls are in place to prevent this type of failure from leaving the facility. No corrective action will be taken at this time since there are no indications that the complaint is related to manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.